Event description:
Device issue: none. Adverse event: myocardial infarction and stenosis. Onset of adverse event: one year post stent implantation. It was reported via a trial that on (B) (6) 2009, the pt underwent stenting of the pre-dilated distal left anterior descending (lad) artery with a xience v stent and the pre-dilated proximal lad with a xience v stent. On (B) (6) 2010, the pt was admitted to the hosp with left flank pain. On (B) (6) 2010, the pt became lightheaded, nauseated and experienced moderate chest pain. Ck-mb and troponin levels were elevated. The pt was diagnosed with a non st elevation myocardial infarction. Medications were administered, switched to effient. Coronary angiogram revealed restenosis within the proximal lad. This was treated via percutaneous coronary intervention on (B) (6) 2010. The event resolved without sequela(e), on (B) (6) 2010. There is no additional info available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Angina, mi, nausea and restenosis are also listed as known adverse events of coronary stenting in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.